Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the software reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system appeared to produce fluoroscopy x-ray without command. Also, saved pt images were lost. No report of pt or staff injury.